Event description:
It was reported that the patient experienced a right atrial (ra) lead perforation. It was detected by a chance after the patient suffered a chest hit. Atrial detection was ok, but there was no atrial capture, the patient has no symptoms related to the perforation. The patient received a transesophagic and slight pericardiac effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Visual analysis found outer inulation breached in-vivo/depression.